Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2024 and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist remotely connected to assist and asked the user to sign in, navigate to the patient, and select the medication to be issued, instructed them to submit an rx verify request for the medication. Although they stated it had been approved earlier and was not working, submitted a new request, once it was approved, attempted to issue the medication again, and the transaction completed successfully. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user was unable to issue medication to the patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.